Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'cause not established'.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported. It was reported that this lead conductor was confirmed to have fractured via x-rays. The lead is working and reprogramming was performed. Theres no plans to replace the lead and monitoring will continue. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, this lead conductor was confirmed to have fractured via x-rays. The lead is working and reprogramming was performed. Theres no plans to replace the lead and monitoring will continue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: initial reporter last name. Initial reporter first name.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported. It was reported that this lead conductor was confirmed to have fractured via x-rays. The lead is working and reprogramming was performed. There's no plans to replace the lead and monitoring will continue. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead remains in service. No adverse patient effects were reported.